Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of noise upon connection to a new pacemaker during a routine device change out. No other out of range measurements were noted. It was reported this patient is pacer dependent. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.